Manufacturer narrative:
Fe verified that the customer is measuring di water when making solutions a and b .the bottles are in the correct position. No tubing is mix wither between the bottles or on the wash block. Customer does not prop up the solution bottles they are doing the final wash every day. They are following the instructions in the users guide. Fe checked for cracks in the wash block and found none. Wash block was dirty so fe cleaned. Fe checked the probe and it was not bent. Fe checked the vacuum/pressure in the bottles. Vacuum and pressure were within specifications. Provue is operating as expected. (B)(4)

Event description:
A customer reported that they have observed carryover in tests immediately following testing performed with one patient sample containing anti-e, -c and an autoantibody. Customer has not observed this issue with any other patient sample. No erroneous results were reported.